Manufacturer narrative:
On the previously submitted report, adverse event/product problem and outcomes attributed to ae in box b, type of reported complaint, in box h, health impact grid, and recall number were incorrect. They are corrected on this report. H11. Due to no device information being provided, the exact recall number is unknown, therefore the most likely recall number is reported on this report.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges nephrectomy of left kidney, kidney damage, stage three kidney cancer and currently prostate cancer. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.